Event description:
It was reported that when using the bd pyxis medstation system, main drawer 5 was failed and could not be recovered by rebooting, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 had failed and required maintenance due to faulty slide rails. The field service engineer replaced both slide rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the main drawer 5 failed. A field service engineer found that the main full height drawer 5 had bad slide rails. Replaced the drawer rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system, main drawer 5 was failed and could not be recovered by rebooting, preventing the user from accessing medications. The customer reported that there was no delay in the patient workflow due to this malfunction. There were no adverse events or injuries reported based on this incident.